Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by weakness and fever. The cause of the peritonitis event was unknown. The patient was initially hospitalized for weakness and while hospitalized, the patient was diagnosed with bacterial peritonitis. On an unreported date, the patient was treated with unspecified antibiotic (dose, duration, route and frequency not reported) for peritonitis. The patient was discharged from the hospital after seventy nine days. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.